Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. The customer reported the battery gauge dropped from 80% to 5% while connected to a power source. The customer's blood glucose level was 140 (mg/dl) at the time of the report. Reportedly the customer had manual injections as alternate insulin therapy.